Event description:
Procedure type: lobectomy. According to the reporter: the customer reports that the staples did not fire and it was found that the cartridge did not contain any staples. The surgeon used a suture product for the bronchus closure because of holes made by the stapler. The surgery was extended by 30 minutes because of the problem. There was no unanticipated tissue loss or irreversible damage to tissue and no unanticipated blood loss equal or greater to 250cc as a result. The patient is reported to be fine. The sample is being sent for evaluation.

Manufacturer narrative:
(B)(4).